Manufacturer narrative:
Not applicable.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient tripped over the electrode belt, fell on the floor, and hit their head causing an open bleeding wound. The patient was taken to the hospital and it was confirmed there was no concussion or internal damage. Outcome of the wound is unknown.